Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after under-filling the cartridge with 25 units of insulin. Tandem customer technical support educated customer on minimum fill requirements and instructed the customer to add more insulin to the cartridge, however the issue persisted. Customer loaded a new cartridge to address the issue. Additionally, it was reported that an occlusion alarm occurred. The customer performed a supply change to address the issue. The customer's blood glucose (bg) level was estimated to be 1000 mg/dl (customer unsure of exact value). Customer changed out the cartridge and delivered a correction bolus via the pump to address bg.